Event description:
His lead was implanted on (B)(6) 2003 and capped on (B)(6) 2012 due to no sensing and low impedances. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).